Event description:
Original brush heads...come off - oral-b [device breakage]. Original brush heads...snap into place very weakly, i.e., they sit very loosely on the hand piece - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the original oral-b toothbrush heads snapped into place very weakly and sat very loosely on the oral-b toothbrush hand piece. They then came off mid-brushing. No injury was reported. 10-mar-2024 follow up via digital safety assessment survey: the consumer was a 77 year old male. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
08-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Original brush heads...come off - oral-b [device breakage]. Original brush heads...snap into place very weakly, i.e., they sit very loosely on the hand piece - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the original oral-b toothbrush heads snapped into place very weakly and sat very loosely on the oral-b toothbrush hand piece. They then came off mid-brushing. No injury was reported. 10-mar-2024 follow up via digital safety assessment survey: the consumer was a 77 year old male. No injury was reported. 22-mar-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3764. The concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported. 28-mar-2024 case update: the suspect product lot was r83612158. The concomitant product lot was x2140. No injury was reported. 25-apr-2024 case update from information initially received on 28-mar-2024: a second concomitant product was oral-b power power oral care refills crossaction eb50 brush set 12ct. No injury was reported.